Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that their device has gotten failed battery test and weak battery alarm. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 110 mg/dl. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.